Event description:
Caller reported a malfunction on the pump, which occurred shortly after starting a g7 sensor session. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was instructed to call back if any malfunction code recurs.